Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was found to be in sensor state 1 (indicating the sensor was never activated by the customer). Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue was reported with use of the abbott diabetes care (adc) device. The customer received unspecified higher glucose sensor scan result compared to unspecified blood glucose test reading on the competitor brand device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer reported they experienced shaking and was unable to self-treat requiring oral glucose provided by the non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned and investigated. Visual inspection was performed and the sensor plug was not seated in the mount. No damage was observed on sensor patch. Data was extracted from the returned sensor using an approved software. Sensor was found to be in sensor state 1 (storage state, indicating the sensor had not been initiated). Sensor state 1 is indicative of an insertion failure. The returned sensor plug and sensor tail were visually inspected; no issues were observed. Removed sensor plug assembly and performed a visual inspection, no failure modes were observed. This issue is not confirmed to sensor tail not properly inserted. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue was reported with use of the abbott diabetes care (adc) device. The customer received unspecified higher glucose sensor scan result compared to unspecified blood glucose test reading on the competitor brand device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer reported they experienced shaking and was unable to self-treat requiring oral glucose provided by the non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.